Event description:
It was reported that the pt experienced no stimulation sensation. The impedance measurements were greater than 3,600 ohms. At default, impedances were greater than 10,000 ohms. At 1.5v impedances were greater than 20,000 ohms and at 3.0v impedances were greater than 40,000 ohms. The impedances were within normal range in the operating room prior to closure. During surgery, no conductive fluids were used and no scar tissue was noted in the area of the lead. The pt felt stimulation in the operating room at low amplitude settings. The device was reprogrammed with no effect. The following day, after surgery, the pt could feel some stimulation, but it was not in the correct location. When programmed on the upper lead, the pt felt stimulation in the upper leg and when moved down the lead, he felt it in mid back. He also felt stimulation at the incision site. Impedances were all normal. The company representative confirmed that upon fluoroscopy, the pt's lead moved out of the epidural space. This happened in the immediate post-op period, when the pt was moved into the recovery room. The lead was repositioned in the epidural space and anchored. The post operative programming was successful.